Event description:
The patient reported many instances of "shocks" in their cheek while wearing the device. The patient was advised to stop using the device until the programs on the transmitter assembly could be changed. On (B)(6) 2026, the programs on the transmitter assembly were lowered, the patient was given a prescription of lidocaine spray and patches, and the patient was asked to not use their devices. The patient will try the new programs on the transmitter assembly when they return from a three-week holiday and their post-operative pain has subsided. The patient will follow-up with the hospital outpatient clinic. No further information is available at this time.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, interference with a non-curonix device has been ruled out as a potential cause. Although the cause of the "shocks" is unknown, off-label use was identified as the device was implanted in the craniofacial region. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-30200 rev. 7 "the freedom pns system is not intended to treat pain in the craniofacial region." The stimulator is used to treat pain. The cause of the "shocks" is unknown. However, off-label use was identified as the device was implanted in the craniofacial region (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.